Event description:
A surgeon reported that following intraocular lens (iol) implant surgery, a patient had great day vision but at night, the lights were "abnormal". He reported the lens was exchanged which resolved the issue. He also indicated that the patient has a history of pendular nystagmus. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Attempts have been made to obtain additional information by phone, fax and mail. (B)(4).